Event description:
It was reported that at 174,961 joules while using the surgical fiber during a prostate procedure, a "clean fiber tip" warning message was received. The fiber was replaced and the procedure was completed using a second surgical fiber. Outcome: "good, no harm to patient". Glad volume: 35 - 40 g. Time expended: 36:39 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-349a-(B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.